Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted through the annulus and was able to be fully advanced and removed from the device with no resistance or issues.

Event description:
It was reported that the burr became stuck on the rotawire. The 80% stenosed, 38 x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The burr platformed at 170,000rpm outside the patient. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, the burr advanced slowly forwards and fast backwards. The burr became stuck on the rotawire inside the patient. The burr and the rotawire were pulled and removed together as one unit from the patient. The rotawire was checked, and it was not kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the burr became stuck on the rotawire. The 80% stenosed, 38 x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The burr platformed at 170,000rpm outside the patient. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, the burr advanced slowly forwards and fast backwards. The burr became stuck on the rotawire inside the patient. The burr and the rotawire were pulled and removed together as one unit from the patient. The rotawire was checked, and it was not kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.